Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Patient code (B)(4) used to capture the need of the surgeon to manually screw the screw through the nail. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a distal interlock did not align with the nail as expected. The issue happened during a retrograde femoral nail surgery on (B)(6) 2018. The issue was noticed when the surgeon took the final x-rays. It was then found that the screw did not go through the nail. The surgeon made the decision to move the device and manually screw it through the nail, causing a 30-minute delay. The patient was stable following the surgery. Concomitant products: aiming arm for retrograde standard locking (part 03.010.050, lot unknown, quantity 1), cannulated connecting screw for standard insertion handle (part 03.010.444, lot unknown, quantity 1), and an unknown tibial nail (part/lot unknown, quantity 1). This report is for a standard insertion handle. This is report 1 of 3 for (B)(4).